Event description:
It was reported that the patient presented for an explant procedure. During the procedure, it was noted that the header of the insertable cardiac monitor (icm) was detached from the device. The icm was explanted. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct event date and explant date should have been (B)(6)2022, rather than (B)(6)2022. The correct initial reporter's name should have been (B)(6) instead of (B)(6).

Manufacturer narrative:
The reported event of broken header was confirmed. The device was received from the field with no telemetry. Session records indicated device was within normal range of operation and battery voltage reached end of life (eol) due to normal usage. Visual inspection found the header broken off from device can which is consistent with damage from explant procedure. Longevity assessment was normal with no anomalies found.